Event description:
Alleged false positive flu b results based on high rates of positive. Patients were asymptomatic. No confirmatory testing performed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.